Manufacturer narrative:
The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three (3) separate events of minicap disconnections. There was no report of patient injury or medical intervention associated with these events. No additional information is available.